Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer experienced an issue with a heel warmer. The customer reported that the heel warmers registered a higher temperature than usual. Skin irritation was reported; however, no medical intervention was required. The facility's thermometer reported the heel warmer reached 109 degrees or higher while in use on the infant (the thermometer does not record temperatures higher than 109 degrees). The heel warmer was discarded and another one was used instead. No additional information is available at this time. There was no harm to the patient.

Manufacturer narrative:
An investigation of the reported condition was performed at the manufacturing facility. The customer reported the heel warmers regis tered a higher temperature than usual. The customer advised that no topical creams or scarring occurred. Skin irritation was reported. No medical intervention was required due to the skin irritation. The facility's thermometer reported the heel warmer reached 109 degrees or higher while in use on the infant (the thermometer does not record temperatures higher than 109 degrees). The heel warmer was discarded and another one was used instead. No additional information was provided. There was no harm to the patient. The device history records (dhrs) are reviewed prior to any product being released. Testing is completed during the production run to determine the temperature of the heel warmer after activation. Product passed all testing prior to being released. Per the complaint report no samples are expected. From a root cause analysis perspective, the activation temperature of the heel warmer is based on the ambient temperature in which the heel warmer was stored. The stated 104 +/- 1 degree fahrenheit is based on an ambient temperature of 75 degrees. If the ambient temperature is higher the activation temperature will be higher. The results of the manufacturing facility investigation were unable to confirm any potential root causes associated with the manufacture of product which would have contributed to the reported condition. No corrective or preventative actions are necessary at this time. We will continue to trend this issue for future occurrences as part of the complaint review process. If information is provided in the future, a supplemental report will be issued.